Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient was experiencing tingling sensation during cervical flexation. As a result, surgical intervention was undertaken to replace the ipg on (B)(6) 2024 to address the issue.